Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Approx. 5 years ago, right tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on hip of the patient. Analysis of blood and synovial fluid are planned.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An event regarding pseudotumor involving a centpillar stem was reported. The event was not confirmed. A visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. All devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Approx. 5 years ago, right tha surgery using centpillar, trident, metal head was performed. Then, pseudotumor was found on hip of the patient. Analysis of blood and synovial fluid are planned.